Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
Customer sent the device in for repair. This is report 1 of 1 for complaint#(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the bearing, casing, and leaves are worn out. The starting lever is loose and the tube is leaking. This was attributed to normal wear. The device was repaired and returned to the customer on (B)(4) 2012. Placeholder.

Event description:
Customer sent the device in for repair. Technician found that the starting leever was loose, the casing and leaves worn out, the tube was leaking and the connection ring was partly chipped. This is report 1 of 1 for complaint #(B)(4).